Event description:
The customer reported that the unit was getting an "alarm light emitting diode (led)¿ failure. The device was not in use on a patient. No patient or user harm was reported. The confirmed identified the reported issue. The customer attempted to replace the power management (pm) board on the unit. The issue persisted with the same error code. The customer was working with rev. K manual and the remote service engineer (rse) advised customer that rev. N is our current manual. The rse recommended the customer to remove the power and attempted to power on again to see if error still occurs. The rse let the customer know it could be a bad power overlay on the front bezel. The rse asked the customer if he has an extra v60 to use for testing to swap user interface (ui) assemblies; therefore, see if problem follows. The customer states there was a spare overlay he could attempt to use to see if it corrects the issue. The customer replaced the power switch overlay to resolve the issue. The unit passed testing and it was returned to service.